Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, damage belt connector, multiple abnormal shutdowns, check therapy electrode flags) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and the download data showed multiple abnormal shutdown flags. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (service code 204, check therapy electrode messages, abnormal shutdowns) was evaluated but was unable to be confirmed. Upon investigation the electrode belt was unable to complete functional testing because the trunk cable connector was damaged. The root cause for the damaged trunk cable connector was physical abuse. Monitor sn (B)(4), mfg. Date: 08/05/2015. Electrode belt sn (B)(4), mfg. Date: 03/21/2013. No adverse event resulted from the defective monitor or electrode belt.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 204 (belt/monitor unusable), that the monitor had a damaged belt connector, that the flags had multiple abnormal shutdowns, and that the patient was receiving frequent "check therapy electrode" messages. In addition, during testing at the distributor, the patient's belt was unable to complete incoming functional testing.